Event description:
Procedure performed: I can't remember exact but it was a vats approach. Event description: alexis wound retractor snapped while being taken out. Additional information received from applied medical representative via email on 26nov2025: it happened while removing. (Procedure an concomitant) field updated. Retractor physically broke when removing it from the cavity. No particulate. The malfunction happened during removal. Incision size is unknown. The alexis is rolled taut. Additional information received from ame quality engineer on 13jan2026: "wanting to inform you that the pre-dc inspection was performed today on (B)(6) 2026 at the (B)(6) lab, and we found both returned alexis had a torn sheath." Intervention: it was end of the case so did not require it anymore. Patient status: no clinical impact to the patient indicated.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.